Event description:
This case was initially received via regulatory authority ((B)(6) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("blood loss (hemorrhages)") in a female patient who had essure (batch no. C38211) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 20 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adverse event ("need to push like if she was delivering"), weight increased ("weight gain"), motor dysfunction ("motor problems in legs and hands"), loss of libido ("no more libido") and depression ("strong depression") with antisocial behaviour. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, adverse event, weight increased, motor dysfunction, loss of libido and depression was resolving. The reporter provided no causality assessment for abdominal pain, adverse event, depression, genital haemorrhage, loss of libido, motor dysfunction and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: result was not provided. Blood test - on an unknown date: result was not provided. Computerised tomogram - on an unknown date: result was not provided. Nuclear magnetic resonance imaging - on an unknown date: result was not provided. Ultrasound scan - on an unknown date: result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-feb-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1955 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-feb-2018. The most recent information was received on 08-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("blood loss (hemorrhages)") in a female patient who had essure (batch no. C38211) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 20 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adverse event ("need to push like if she was delivering"), weight increased ("weight gain"), motor dysfunction ("motor problems in legs and hands"), loss of libido ("no more libido") and depression ("strong depression") with social avoidant behaviour. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, adverse event, weight increased, motor dysfunction, loss of libido and depression was resolving. The reporter provided no causality assessment for abdominal pain, adverse event, depression, genital haemorrhage, loss of libido, motor dysfunction and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: result was not provided. Blood test - on an unknown date: result was not provided. Computerised tomogram - on an unknown date: result was not provided. Nuclear magnetic resonance imaging - on an unknown date: result was not provided. Ultrasound scan - on an unknown date: result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.989 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.